Event description:
The pt's family member called lifescan and alleged the one touch ultra meter was reading inaccurately low. The family member stated the pt was cranky/tired and vomiting. Blood glucose was in the range of 50 mg/dl. The family member called the ambulance. The paramedics checked pt's blood glucose with the reported meter and the result was "a little higher". The pt was transported to the hospital due to dehydration and was treated for a "stomach bug". The family member stated the pt stayed on their routine insulin dose in the hospital and that the hospitalization was not related to the diabetes. In the hospital the family member said the pt was cranky, family member took the pt's blood glucose with the reported meter, toe sampling, the result was 47 mg/dl, family member called the nurse who took the pt's blood glucose on "a big hospital meter" and the result was 62mg/dl. (Invalid comparison) family member then did a control solution test on the reported meter and the result was not within range. The customer care representative performed troubleshooting and with 2 vials of test strips the control solution range was not within specifications, however with the 3rd vial the test passed. Based on the information provided by the family member the meter did not contribute to the hospitalization, therefore the event is reported as a product malfunction due to the failed control solution tests. The control solution and test strips were replaced and return of test strips is expected.